Manufacturer narrative:
The following devices were also listed in this report: series 7000 standard tibia; cat# 7115-0005; lot# mnkw14, scorpio m-dome x3 patella; cat# 73-20-0510; lot# r7t7, scorpio nrg ps femoral #6 right; cat# 81-4406r; lot# mnlrwe, simplex p with tobramycin 1 pack; cat# 6197-9-001; lot# mdv031. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had a right knee replacement on (B)(6) 2014, after a workman's comp injury in which she fell and tore her meniscus. A full range of treatments and therapy were attempted but replacement was decided upon when patient became wheelchair-bound. In the last 2-3 months, patient has been walking with a limp, and reported that her knee and thigh are swollen with severe pain and clicking noises. Patient had some tests run last week, the results at currently unknown.